Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm noted during testing. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history and also matched properly with the units left on the status screen noted during testing. No bolus delivery anomaly noted during testing. The insulin pump was received with scratched lcd window. The drive support disk was inspected and no anomaly was noted during testing. The insulin pump was monitored in 50c oven for several days and no blank display noted during testing. The insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted during testing. No damage found on the lcd isolation tape noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the insulin pump went blank for a while. The customer's blood glucose was 43 mg/dl at the time of incident. The customer's blood glucose was 92 mg/dl at the time of call. The customer stated that the display returned. The insulin pump will be returned for analysis.